Event description:
It was reported that the patient presented for remote via merlin.net. A review of the transmission revealed over-sensed noise exhibited by the right ventricular lead. No interventions were made. The patient was stable.